Event description:
The customer contacted stryker to report that their device power button intermittently "sticks". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the front case, keypads and printer. After other unrelated repairs were completed, proper device operation was observed through functional and performance. The device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to damage to the device, however further cause could not be determined.

Event description:
The customer contacted stryker to report that their device power button intermittently "sticks". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.